Event description:
I got my implants in 2012 and explanted in (B)(6) 2021. I was unable to conceive on my own and required fertility treatment immediately after getting them. My health slowly diminished and in 2018 chronic fatigue hit me bad, my hair fall out was getting really bad where I was questioning what was happening. I had severe anxiety and depression and started loosing the joy in the things I loved. In 2021 I was talking with a friend about my symptoms that I thought was autoimmune disease but couldn't get any doctor to help me with my mysterious symptoms & she told me her story about having lupus and bii and how she healed herself from lupus after explant surgery. I researched bii and concluded I was suffering from bii. After explant my pathology results showed I had staph infection and acne's infection. I also was told I had developed capsular contracture. I was told they were stuck to my ribcage and had to be scrubbed off and I still have pain. My breasts are lumpy and painful to the touch now. Now 16 months later I'm still suffering from many of the same symptoms my surgeon said he performed an enbloc capsulectomy but that it takes time to heal. I've since found out I have the mthfr gene and learned everything about how hard it is for your body to keep up with detoxing naturally. I have had labs ran this year and found out my cells are in a very unhealthy state, I have 3 different types of toxic mold stuck inside of me and my detox pathways are closed. I have also come to find out I have parasites too. This is costing my family thousands upon thousands of dollars just for me to try and hope I can feel human again one day. We had to sell our home because of all of this to pay for it and I'm still in the beginning stages of this process to deal with mold illness that I've learned can come from implants. We were able to conceive with fertility treatments in 2015 and when I was in labor the placenta separated and I was rushed to the or for an emergency c-section of my first born. I then delivered my other 2 babies via scheduled c-sections in 2016 and 2018. My kids have health concerns as well and one of them has also been tested for mold and has the same mold illness as I do which I learned that babies can get mold transferred through the umbilical cord or through nursing. This is effecting my entire family unit, I'm distraught and trying to find what little energy I have to fight this battle for myself and my family. If there was a black box warning in 2012 and testing that could have been done to check mthfr on me, I would have never chosen this route for my life. It's not worth it. These pharmaceutical companies need to pay and these devices are lethal. I checked the implants as I still have them and I was disturbed in my recent findings that they are leaching after 16 months sitting in the original bags. I'm completely disgusted and frustrated with how I've been treated through this process and how we are stuck now with disintegration in our health, and there's absolutely no healthcare available for us because doctors are so unaware of the illness and how to heal after being diagnosed with mold illness. I'm considering going back to a specialized surgeon that can do an exploratory surgery to see if there's any retained capsules left behind. FDA safety report ID # (B)(4).